Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a use error further described as the patient damaged the pd tubing. The nurse reported the patient cut the patient line with a pair of scissors. Three days later, cloudy pd fluid was observed. The patient was hospitalized for the event. It was reported the patient will "most likely" be placed on intraperitoneal antibiotics for the event. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.